Manufacturer narrative:
Results: a sample or photo was not returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. Refer to CAPA (B)(4). Conclusion: confirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined. Refer to (B)(4).

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® pbbcs with 12 in. Tubing and pre-attached holder leaked from the point where the tube connects to the white connector. This has occurred twice. There was no injury or medical intervention reported.